Manufacturer narrative:
The device was not returned for evaluation. Device history record was reviewed and no anomaly was reported that could have caused the reported incident. No event was recorded for the mentioned lot; thus, the lots complied with all the in-process requirements as specified in the manufacturing shop order and related procedures. The reported complaint was not confirmed. Root cause analysis could not be performed at this time. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10 the DHR was reviewed and no anomaly was reported that could have caused the reported incident. No event was recorded for the mentioned lot; thus, the lots complied with all the in-process requirements as specified in the manufacturing shop order and related procedures. Root cause for this complaint event is unknown, however. The IFU provides the following precautions: when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use. When you test the hand piece, do not allow the hand piece tip to contact anyone or anything during tip activation. Contact may result in patient injury, user injury, or hand piece tip damage. Based on the previous complaints investigations: broken conditions are mostly related to tip overheating or a contact with a hard or metal object. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality coordinator reported on behalf of the customer that a c4610s cusa excel 36khz microtip straight tip broke during the procedure on (B)(6) 2019. There was no injury reported on the (B)(6) year old male patient. Additional information was received on 11feb2019 indicating that there was a one (1) hour surgery delay since they needed to extend the procedure and it was necessary to take the broken piece from inside patient's cavity with forceps and used a new straight microtip.